Manufacturer narrative:
(B)(4). We are currently in process of our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) requested via a fisher & paykel healthcare (f&p) field representative, a routine service for an iw990 wall mount infant warmer. Upon device servicing at the regional office, it was discovered that the head case was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in germany where it was inspected by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by our service centre in germany. Results: visual inspection revealed that the head case was cracked. Conclusion: during device servicing, it was established that the head of the iw990 infant warmer was cracked. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It is also worth noting that the subject iw990 infant warmer is over 16 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A healthcare facility in germany requested via a fisher & paykel healthcare (f&p) field representative, a routine service for an iw990 wall mount infant warmer. Upon device servicing at the regional office, it was discovered that the head case was cracked. There was no patient involvement.